Event description:
The patient experienced a loss of therapy. Impedances indicated an open circuit. The lead was replaced due to breakage. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.